Event description:
It was reported that in the operating room after inserting the psi into the pt's right internal jugular, the pt was transferred to the ICU. It was there that a leak was found from the psi. The catheter used was either a 7 or 7.5fr edwards catheter. It is unk if this caused a delay or if the catheter was removed, however, there was no reported adverse effects to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be field if additional info becomes available.